Manufacturer narrative:
Corrected data: codes are updated. Additional manufacture narrative: philips has investigated this complaint. A philips engineer inspected the system on site and identified that the system stopped working as a fuse (f1) of the mains power distribution unit (mpdu) failed. The cause of the fuse failure could not be determined. The fuse was replaced after which the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system shut down after the catheter was inserted. The patient was moved to another room where the procedure was successfully completed. The customer alleged that there was additional risk to the patient due to displacement and delay in procedure. There was no harm to the patient. Philips has started the investigation for this complaint.